Event description:
Patient was revised to address pain and discomfort.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update sep 11, 2017: litigation record received. Litigation alleges high levels of chromium. Unknown stem has been added due to alleged high metal ions. Added complainant information. This complaint was updated on sep 29, 2017.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Revision note stated, there was a clear evidence of metal ion reaction in his hip, but there was no significant soft tissue loss.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.